Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis found damage at #0-#2 contacts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Fdc/annex d updated to d11 per findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-jun-19 (B)(4) (rep): it was reported that after the lead test cable was utilized for the left lead and performed properly, there was difficulty inserting the lead into the test cable, which resulted in damage to the internal structure of the test cable and impedances being out of range at contact zero. The scrub technical had difficulty placing and fully inserting the lead into the test cable opening. Impedances were re-ran, the lead was reinserted and cleaned, and both a new lead and a new test cable were tried to confirm the problem. A new lead test cable was opened and used after a new lead was opened and ultimately used. There was no patient involved. 2025-jul-17 an_eval (rep): no new information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the lead test cable was utilized for the left lead and performed properly, there was difficulty inserting the lead into the test cable, which resulted in damage to the internal structure of the test cable and impedances being out of range at contact zero. The scrub technical had difficulty placing and fully inserting the lead into the test cable opening. Impedances were re-ran, the lead was reinserted and cleaned, and both a new lead and a new test cable were tried to confirm the problem. A new lead test cable was opened and used after a new lead was opened and ultimately used. There was no patient involved.